Event description:
The hosp reported: on oct 17th a 35 yr old pregnant pt arrived with acute pulmonary edema and cardiogenic shock. She had to be reintubated two times due to faulty cuffs. The first two intubations were nasal. All the intubations were successful and without incident. Unfortunately the outside tube wrappers were discarded at the time so checking lot numbers was impossible.